Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered the pump to under delivered on channel a during accuracy testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.